Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection the depth gauge for small screws (p/n 319.09 lot # 2024) was returned and received at us cq. A visual inspection was performed. The instrument displayed wear from normal and repeated use and servicing. The needle was observed to be broken and returned to us cq. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported the tip of the depth gauge for small screw was broke off. The repair technician reported the device has a broken tip. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device and broken needle document/specification review documents reviewed; no issues investigation conclusion: the complaint is confirmed for the depth gauge for small screws (p/n 319.09 lot # 2024) as the needle was observed to be broken from the slider. The instrument displayed wear from normal and repeated use and servicing, as there were scratches/nicks on the depth gauge there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the needle broke during reprocessing/sterilization over the instrument¿s lifetime (20+ years). Additionally, the visual issues and breakage of the instrument is most likely due to repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review part: 319.09 lot: 2024 DHR not available as device is older than 21 years (last documented lot is 2056 made in 1998). At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to se_075477 (filing and archiving of specification documents), which was in place till august 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h11: corrected data d10: final destination for part return. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the depth gauge for small screw was broke off. It was observed during decontamination or assembly in the hospital central supply department. There was no patient involvement. This report is for one (1) depth gauge. This is report 1 of 1 for complaint (B)(4).